Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller called on behalf of a customer who reported receiving unspecified "divergent" readings from his adc blood glucose meter. Customer further reported experiencing symptoms of headache and "dark legs" and was unable to self-treat. Customer had contact with a healthcare professional who diagnosed him with hyperglycemia and was administered intravenous rapid insulin (apidra) as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d-4 (strip lot number) has been updated. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle neo meter was reviewed and the dhrs showed the freestyle neo meter all tests prior to release. Dhrs for the precision strips was reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caller called on behalf of a customer who reported receiving unspecified "divergent" readings from his adc blood glucose meter. Customer further reported experiencing symptoms of headache and "dark legs" and was unable to self-treat. Customer had contact with a healthcare professional who diagnosed him with hyperglycemia and was administered intravenous rapid insulin (apidra) as treatment. There was no report of death or permanent injury associated with this event.